Event description:
Patient left above knee prosthesis on, taken into MRI magnet causing prosthesis to be pulled up against MRI gantry. Knee was locked in an extended position. FDA safety report ID # (B)(4).